Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed ¿transducer fault¿. The customer reported that there was no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed but not duplicated. Found transducer pt800 to have recorded faults in the events log, pt800 successfully calibrated not having effect on vte after calibration. The combination of transducer faults at power-up/auto-zero with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.